Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain continuous positive airway pressure (CPAP), bi level positive airway pressure (bipap), and mechanical ventilator devices. The manufacturer received information alleging kidney damage. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. No other information has been received however if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain continuous positive airway pressure (CPAP), bi level positive airway pressure (bipap), and mechanical ventilator devices. The manufacturer received information alleging kidney damage. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. No other information has been received however if additional information is received a supplemental/follow up will be sent. After further review, this report is now being filed as a product problem only instead of an adverse event and product problem as previously reported. Box b was updated. Box h the type of reported complaint was updated. Section h6, health impact code was updated to reflect this decision.